Event description:
It was reported that, the colonovideoscope tested positive for unexpected contamination. The issue was found during a routine microbiological culture of the scope during reprocessing. All channels were sampled. As per the hygiene microbiological investigation (hmi) report provided by the customer microorganism of an unknown cfu/ endoscope, microorganisms 4 cfu/ 100ml, and pseudomonas aeruginosa was detected. The hmi was repeated by the customer and microorganisms 4cfu/ endoscope, microorganisms 3cfu/ 100ml, stenotrophomonas maltophilia, and citrobacter freundi were detected. The hmi did not specify any quantities. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling result date: mar 06, 2024. Sampling from: all channel. Cfu: 1cfu/100ml. Bacterial identification: staphylococcus coagulase negative. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.